Manufacturer narrative:
Additional information received october 7th, 2020 provided identification numbers (ref and lot) of the stem which indicated that the avenir complete stem originally reported by zimmer switzerland manufacturing gmbh, is design owned by zimmer biomet, inc. (Warsaw; USA) and has therefore been reported in a different complaint (B)(4)/ MDR report number 0001822565-2020-03502. Zimmer switzerland manufacturing will invalidate this complaint (B)(4).

Event description:
Identification numbers received (ref and lot). Avenir complete stem originally reported by zimmer switzerland manufacturing, is design owned by zimmer biomet, inc. (Warsaw; USA). New MDR report number: 0001822565-2020-03502.

Manufacturer narrative:
Concomitant medical products: unknown trial head; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During initial surgery on an unknown side the trial head got stuck in the avenir stem. The trial head couldn't be disengaged from the stem.